Event description:
It was reported the rv threshold has been high since implant. It was also reported the impedance fluctuated from 500 to greater than 3000ohms. It was noted that the svc set screw was loose beneath the grommet. The lead was repositioned and is still in use. No patient complications were reported as a result of this event. It was further reported that during the setscrew revision, there was a breach noted in the plastic covering of the svc coil port "generator head". The breach was repaired with silicone and the device remains in use. It was further reported that the day after implant, the atrial lead had poor sensing due to patient physiology. The lead was repositioned and remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.